Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2014. In (B)(6) 2019, the patient developed pain after hearing a loud pop in her left tmj and reported having reduced mouth opening. Imaging showed that the patient had heterotopic bone around the left condylar head. On (B)(6) 2019, the surgeon removed the heterotopic bone.

Event description:
The surgeon performed a debridement surgery on the patient's left tmj.